Manufacturer narrative:
The customer reported that upon a patient death, it is unclear if the alarm chain worked as intended. The customer was calling to request assistance in verification that the central station correctly sent a monitoring alarm. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that upon a patient death, it is unclear if the alarm chain worked as intended.